Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 11 years post implant of this 21mm aortic bioprosthetic valve, the patient underwent transcatheter valve-in-valve replacement due to severe stenosis. No additional adverse patient effects were reported.